Manufacturer narrative:
MDR 3003442380-2024-01234 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2023. The blood glucose level of the patient at the time of event was 104 mg/dl. The infusion set used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.